Event description:
Customer stated the device gave a result of "lo" before blood was applied to the glucose strip. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.